Manufacturer narrative:
Per visual inspection: no physical damage noted to cartridge holder. However, front shell does not fit securely to inpen. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Inpen failed front cap investigation. Inpen received with leadscrew 1/4 of travel. Inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Displacement dose accuracy passed. Performed leak test and no fluid leaks were noted outside the fluid pathway. Performed dialing alignment inspection. No misalignment of the dial was noted. Leaks not confirmed, dialing alignment damage not confirmed and cartridge holder damage not confirmed. Cap anomaly confirmed due to due to small snap arm being cracked / broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leaks, cap anomaly, dialing alignment damage, cartridge holder damage. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-105elblna. Troubleshooting was performed and customer reported broken/damaged inpen. Inpen replacment initiated. Customer confirmed insulin delivery by dispensing a 2 unit prime in the air. Reported issue resolved, no escalation required. No further patient complications were reported. Mmt-105elblna was requested and customer response was the device will be returned. The customer will discontinue to use of the device.